Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample. Performance testing and a review of historic vitros 5600 system performance data did not find any evidence to show that the analyzer had malfunctioned at the time of the event. In addition, there was no evidence to suggest a vitros trop I es reagent malfunction. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.113 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat < 0.012 ng/ml) was issued for the affected patient. There was no report of patient harm as a result of this event. (B)(4).